Manufacturer narrative:
Medwatch number mw5145936.

Event description:
User facility medwatch received states the left ventricular lead was part of a system revision due to bacteremia. It was noted that the bacteremia caused endocarditis with vegetation.